Event description:
It was reported that the patient contacted support after receiving an insulin occlusion alert. The patient stated that supplies had been changed earlier in the day and that after eating dinner, blood glucose levels began to rise. The patient suspected a bent needle at the infusion site, noting that blood glucose levels appeared to decrease with movement. The patient attempted self-troubleshooting by changing the tubing and reported that no insulin was observed during the fill tubing step. After removing the connector, insulin leakage was observed and cleaned with a paper towel. The agent recommended completing another full supply change and offered to walk through the process on the call, which the patient declined, stating they would call back if further assistance was needed. The patient also reported that another infusion site from the same box had a needle bent backward. Blood glucose levels were affected, reaching a reported high of 220 and remaining outside the target range for approximately four hours. No backup therapy, ketone testing, steroid use, professional medical intervention, or outside assistance was reported, and no immediate symptoms were experienced. The patient later reported that blood glucose levels had returned to range and requested a replacement for the kinked infusion sets. A replacement infusion set was arranged to be sent. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.